Manufacturer narrative:
During testing and inspection the following was also found: the customer¿s complaint, (e218 and b12 error) could not be confirmed. Additionally, during testing and inspection they found: due to clogging of nozzle, water removal ability does not meet the standard value, due to corrosion on endoscope connector, e227(scope communication error) occurred, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value and the adhesive on the bending section cover has a white-clouded area. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle. There was a delay in the start of the pre-cleaning and not carried out. The air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, foreign matter may have remained because the reprocessing deviated from the instruction manual. However, the specific root cause of not reprocessing correctly could not be determined at this time. The user should follow "chapter 5 section 5 manual cleaning of endoscopes and accessories¿ and ¿chapter 8 storage and disposal¿. The instructions for use states the user should make sure that dirt is removed from the nozzle opening and the surface of the objective lens. If dirt remains, wash until all dirt is removed. The user should also check the handling environment such as draining and drying. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they are receiving e218 scope error and b21 scope communication error during a procedure and pulled the camera at once. They stated there was no major delays due to separating scopes at the facility. They confirmed the procedure was completed and no impact to the patient. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign matter was found inside the nozzle indicating insufficient or incorrect reprocessing of the scope was used for next procedure. This report is being submitted for the malfunction found during evaluation (insufficient or incorrect reprocessing scope was used for next procedure).